Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "no cutting during anterior vitrectomy" (failure to cut). The nurse reported a posterior capsule tear occurred. The surgeon pressed on the footswitch to perform an anterior vitrectomy but the probe would not cut. The vitrectomy probe was switched out with no change in the results. A system message displayed. The nurse called the company technical support specialist (tss) to troubleshoot the issue. The tss was unable to diagnose the issue over the phone. The anterior vitrectomy was completed manually. The nurse declined to provide additional info as she was not familiar with some of the details which occurred during the case. The vitrectomy probes were disposed of. Additional info was requested on the event with no response to date.

Manufacturer narrative:
The company service rep examined the system and the infusion pressure was adjusted. The system was then tested and met all product specifications. (B)(4).